Manufacturer narrative:
The medihoney gel (ID (B)(6)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The following have been initiated related to this issue: a non-conformance record (nc) with a health hazard evaluation (hhe), a supplier corrective action request (scar) and a corrective and preventative action (CAPA).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
This follow up is to include the correction/removal number (h9) 3005920706/01102025/r/001.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch mw5166203. A customer reported that the induction seal of a medihoney gel tube was not sealed to tube. No additional information is available.